Manufacturer narrative:
The pump alarmed motor error due to an out of phase motor encoder signal. The pump was received with all buttons unresponsive due to a flattened act, esc and up buttons dome switch and lcd connector unlocked. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the button keypad anomaly. The pump passed the stop current test. The pump had a cracked case at the display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via email indicating that their insulin pump alarmed motor error during rewind. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer did not return the product back for analysis.